Event description:
In 2009, the lay user/pt contacted lifescan alleging the one touch ultra meter read inaccurately high. The medical affairs specialist contacted the pt to obtain/clarify info. The pt says he got the 257 mg/dl reading at about 5 pm, an evening about 2 weeks before, he contacted lifescan. The pt took his insulin based on his sliding scale at that time. At that time, he takes 60 units of regular insulin, if his blood sugar is above 180 mg/dl, 52 units of the reading is between 120 and 180 mg/dl, and 42 units if his reading is below 120 mg/dl. He also takes 15 units of regular insulin in the morning along with 85 or 90 units of nph. He takes 25 units of nph before bed. The pt alleged he felt shaking, blurred vision, and hot around 8 pm that night. He says the symptoms are typical of hypoglycemia for him. He took some additional food/drink to treat the symptoms. The pt tests his blood sugar in the morning, before dinner, and at bedtime. He does not know his normal readings because he gave the readings to his doctor. He did not eat any differently before he had symptoms at 8 pm. It was determined during the troubleshooting telephone call, the pt's testing technique was correct. The puncture area was cleaned correctly. The meter was set to the correct unit of measure at the time of testing. This complaint is being reported because the pt alleged the meter read inaccurately high, took extra insulin based on the result and had symptoms indicative of hypoglycemia a few hours afterward.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.